Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following results:a visual inspection of the pump showed that the display lens was cracked. The pump failed a leak test at the display lens. Evidence of moisture contamination was found in the pump. Unrelated to the complaint, the display screen was dim and discolored. The battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was alleged that the display screen was scratched and unreadable and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.